Event description:
During a hip replacement procedure, the head did not fit when attempting to implant into the pt. The surgery was prolonged by 20 minutes, as the replacement head had to be sent from the distributor, and the pt remained under anaesthetic for those add'l 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.